Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pain with ventricular pacing. The right ventricular (rv) lead exhibited high threshold with no capture. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.